Event description:
It was reported that the patient experienced cracked luer connectors for the ilet system, with the lower cartridge-side portion chipping, and requested replacement supplies; a goodwill shipment of one box of connectors was provided and delivered, and blood glucose readings were reported as unaffected. Symptoms included no reported adverse physiological effects. Outcomes included no reported clinical impact, no alerts or alarms, and no hospitalization. Investigation included customer interview and review of lot information. Investigation of this case revealed a mechanical integrity issue with the luer connector component consistent with chipping or cracking, though no images or samples were available for assessment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.